Manufacturer narrative:
(B)(4). The customer claims device had op check and defib malfunction although it passed during ops check. There was no pt involvement. Philips evaluated the device and confirmed the fault. The therapy pca was found to be the cause of the failure and replaced. The device passed all tests and was returned to service.

Event description:
The customer claims device had op check and defib malfunction although it passed during ops check. There was no pt involvement.